Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array, resulting in a loss of benefit to the patient. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6) 2010.